Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low carbon dioxide (co2) results generated by the unicel dxc 600 synchron clinical systems. Actual results were not supplied. The low results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
The ise system is routinely calibrated every 24 hours. Qc samples are run twice a day. Before the event, qc was low but within the lab's established ranges. Qc results were out of range after the event. A field service engineer (fse) was dispatched: the fse replaced the co2 measuring and reference electrodes. A clear root cause has not been determined for this event.